Event description:
Series of regrasp error were indicated during useage of the instrument. One side electrode within the action jaws was found detached, after several applciations. The lot no. Of the instrument is 79880 and the expiry date is 2009-03. --e-mail sent 2/7/05--reply 2/21/05--jaw did not fall off completely. Very unlikely the device is resterilized.